Manufacturer narrative:
Further information was requested but not received. Correction: section b5. "The patient presented for a follow-up in clinic", "lv lead was found to be dislodged all the way up to the superior vena cava via chest x-ray" and "the patient was discharged" should have been included. Section b6. "Chest x-ray" should have been listed instead of leaving it blank. Section d10. Concomitant medical product should be "quadra assura" rather than "gallant".

Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation revealed that the left ventricular (lv) lead had dislodged within a year of the initial implantation. The lv lead was found to be dislodged all the way up to the superior vena cava via chest x-ray. The lv lead was capped and replaced on (B)(6) 2026. No patient adverse consequences were reported and the patient was discharged.

Event description:
It was reported that a patient's left ventricular (lv) lead had dislodged all the way to the superior vena cava. The lv lead was capped on (B)(6) 2026, and a new lead was implanted. There were no patient consequences.